Event description:
The manufacturer received information alleging a ventilator would not deliver air. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator would not deliver air. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was unable to be confirmed. The device powered on and operated as designed. No components were replaced.